Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a revision surgery for a trauma patient, creo hardware was removed due to post operative breakage.